Event description:
Boston scientific received information that this device was an attempted implant due to a suspected issue with the atrial port. Noise with oversensing was observed when the lead was inserted into the atrial port. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when the device is returned for testing.

Manufacturer narrative:
The device was subsequently returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis determined the cause of the atrial over sensing was due to air leaking out through a hole in the seal plug. No other adverse events have been reported. This product issue will be updated if additional information is received.